Event description:
It was reported by service report that the left top rail was broken, there were sharp edges exposed and the siderail could not be latched up. The customer could not determine if there was pt involvement or if there were adverse consequences to report.